Manufacturer narrative:
(B)(4).

Event description:
Complaint received from a lawyer firm, the customer states that on (B)(6) 2009 a mesh (polypropylen light parietene mesh) was placed. Immediately after the surgery the patient received several complaints.

Manufacturer narrative:
(B)(4).